Event description:
It was reported that during a de novo, mildly calcified, left internal artery stenting procedure, after the acculink stent was implanted in the left internal carotid artery, a dissection was found in the common carotid artery. Another acculink stent was used to successfully treat the dissection in the common carotid artery. The patient was discharged home on (B)(6) 2012. There was no adverse patient sequela reported. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Embolic protection: rx accunet (B)(4). There was no reported product deficiency. The reported patient effect of dissection is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.